Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the device battery impedance was 29000 ohms and no capture at 7.5 volts @ 1.5 ms with an unknown battery voltage. It was noted that the device is close to eri (elective replacement indicator) and that it may not be delivering the output as reported. Follow-up attempts were unable to obtain additional information about the status of the patient or the device. No patient complications were reported as a result of this event.